Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2014; c4tr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that shortly after implant that dislodgment of the left ventricular (lv) lead occurred. Under fluoroscopy, it was discovered that the lead had retracted into the atrium resulting in loss of capture (loc). The lv lead was removed and replaced. No patient complications have been reported as a result of this event.